Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Lcd (liquid crystal display) is out of electrical specification (segments missing). The upper case and two side bail covers are broken. The lower case, battery release, battery drawer, battery flex, and ring cover are contaminated. The battery contacts are compressed and the ring is bent. The battery drawer is contaminated and pried on.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during preventive maintenance of the external pulse generator (epg), it was discovered that there were lines going through the lower liquid crystal display (lcd), which were obstructing the selectable numbers in the menu options. The epg wasreturned for service. There was no patient involvement.